Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer (con) regarding a patient receiving a dose of 749 mcg/day at a concentration of 3000 mcg/ml of baclofen via an implantable infusion pump for intractable spasticity. It was reported that at the time of the pump replacement for nearing end of battery life, the hcp was unable to aspirate the catheter. Hcp stated they are titrating the dose and plan on replacing the catheter. No symptoms were reported. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.